Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose was 109-114 mg/dl. Customer will continue to use current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.